Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline from a medtronic startright representative. The customer reported that their pump malfunctioned and were hospitalized for 2 days. Customer treated with injections. Customer requested a replacement pump but then decided against getting one as they wanted to use injections. Customer wanted to report the incident only and no high blood glucose troubleshooting was done.